Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 438 mg/dl. The customer was treated with injection. Customer stated that she had issue of inserting infusion set that results in her having wasted 3 sets. The customer was advised that we would replaced the product. Customer declined to troubleshoot for both reported issues (bent cannula and high blood glucose).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.